Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The service representative was not able to confirm the reported issue, whereas all roller pumps and the ep pack were replaced with substitutes as precaution measures. The log files were returned to livanova (B)(4) for an investigation. The investigator could not reproduce the reported issue. Nevertheless the logs of the concerned pumps recorded an interruption of the internal communication which could be addressed to interference with external high-frequency energy. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a roller pump of the s5 system an error was displayed and the pump stopped during procedure. Overriding the error did not solve the condition, while rebooting it solved. Some time later all roller pumps of the s5 system stopped and error was displayed again. Centrifugal pump was working as intended. The surgery ended with no problem, even if the pump settings were not able to be changed. At the end of the procedure the unit was taken out of service until a later emergency case the same day required the unit to be used and at the priming stage the same error reoccurred. Changing the outlet at the hospital side and rebooting the unit, the error was cleared and the system performed as intended. There was no report of patient injury.